Manufacturer narrative:
The device was not returned for investigation. Multiple attempts from essential medical were made to obtain more information on the incident. There has been no response with additional information, or acknowledgement yet from the distributor. Additional investigation into risk documentation will be performed.

Event description:
On 14-feb-2019 essential medical/teleflex received tavi angiograms from a distributor about a case in (B)(6). The distributor requested input on the imaging. Based on the angiograms reviewed by a clinical consultant, it appeared that there was an irregular intima tearing at the proximal tip of the vessel distal to the puncture. Additionally thrombus formation occurred due to partial collagen in the vessel. The patient received a covered stent to mediate this incident. Multiple attempts were made to obtain more information on the incident. There has been no response with additional information, or acknowledgement from the distributor.

Manufacturer narrative:
During the processing of this complaint, multiple attempts were made to obtain information regarding the incident. The angiograms were reviewed and concluded the following: there appears to be irregular intima tear in the anterior portion of the vessel distal to the puncture which allowed part of the collagen to prolapse into the vessel creating thrombus formation". It was concluded that the adverse event of the intima tear is likely procedural related. The EU IFU was reviewed and confirmed to list local trauma to the femoral artery such as dissection, accidental positioning of some or all of the collagen plug within the femoral artery leading to stenosis, and other access site complications leading to endovascular intervention as possible adverse events. Risk documentation was reviewed and confirmed this incident is a known risk of the device. The lot number was not provided; therefore, all possible lots sent to the distributor were reviewed and no non-conformities related to this incident were identified.